Event description:
It is reported that the pt was revised due to extreme pain caused by fracture of the tibial baseplate.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: the wear on the components indicates that the femoral component and articular surface were not properly aligned leading to rotation of the articular surface; however; x-rays were not provided; therefore, fit and orientation could not be evaluated. Surgical reports were not provided; therefore, surgical technique is unk. Pt factors that may affect the performances of the components such as bone quality, activity level, type of activity, and recent trauma, are unk. It is likely that the fracture of the tibial component rail was caused by improper alignment of components which led to rotation of the articular surface; however, without x-rays this cannot be determined conclusively. Evaluation: the tibial base plate and unk articular surface were returned for further analysis. Mfg documentation for the tibial plate was reviewed and indicates that the device was manufactured, inspected, and packaged to specification. Review of the complaint history does not reveal any other complaints reported against this product/lot combination. The measured dimensions of the tibial plate were within specification as returned. A portion of the posterior region of the rail was fractured off and not returned. Bone cement adheres to approximately half of the bottom side of the tibial plate.